Event description:
Event description guidant received information that this chronic transvenous defibrillation lead was to be revised due to high pacing thresholds, possibly as a result of microdislodgement. This was to be done during a procedure to address reversed leads in the header of this cardiac resynchronization therapy defibrillator (crt-d). Pulling the lead manually was attempted. The tip was able to be freed, but the lead was not able to be advanced all the way out and got stuck in the superior vena cava. Tachy therapy was turned off and the left ventricle was pacing. Another transvenous defibrillation lead was successfully implanted. Additional information was later received that the crt-d and associated leads were explanted due to non-functional crt-d system. A past event documents oversensing, but no pacing inhibition.